Manufacturer narrative:
Result: brake pedal.

Event description:
It was reported by service report that both pedals on the bed broken off. It is unknown if there was patient involvement; however, no adverse consequences were reported.